Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultraeasy meter reads inaccurately erratic. Medical surveillance sent follow-up questions, customer service made the attempt to contact patient; however, the patient did not wish to go through follow-up. The complaint was classified based on information obtained from the customer service representative (csr) during the patient¿s initial call. It is not known when the alleged meter issue first began. On september 25 (while troubleshooting with the csr), the patient reportedly obtained blood glucose readings of ¿8.1 and 8.8 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of (B)(4). The patient¿s blood glucose readings prior to contacting lfs are not known and the patient¿s testing frequency and typical blood glucose range are not clear. The patient manages his diabetes with insulin (self adjuster) and according to the csr¿s documentation, ¿when the meter showed him high readings he took an extra dose of insulin¿; date/ time and dosage are not specified. The patient reportedly also uses ¿several meters¿; however, he does not recall the readings on the other devices. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed unspecified symptom(s) of hypoglycemia (date/time not known) and at an unclear time later, the patient reportedly administered self-treatment (type of treatment is not specified). It is not known when the patient¿s symptom(s) abated. Per csr notes, the patient reportedly ¿experiences hypos from time to time¿; it is not clear, however, if patient has been medically diagnosed with reactive hypoglycemia. At the time of troubleshooting, the csr noted the patient was not storing his test strips per owner¿s booklet recommendation; the patient was storing strips from multiple lot numbers into one vial. The csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered hypoglycemic symptom(s) after the alleged product issue began.

Manufacturer narrative:
Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/20/2013 and 11/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a broken display. A DHR (device history record) was completed on 11/20/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.